Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 20.4 g/l. The repeated result was 69.0 g/l. This result was consistent with the patient's clinical status and the protein electrophoresis result. The sample was repeated due to the initial result not being consistent with the patient's protein electrophoresis result or the patient's clinical status. The patient's protein electrophoresis result was not provided.

Manufacturer narrative:
The analyzer's serial number is (B)(6). A precision check was performed. The investigation is ongoing.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. Due to the lack of information provided, a defined root cause could not be determined. An instrument-related issue could not be excluded.